Event description:
It was reported during ongoing use, the right atrial (ra) lead had a noticeable insulation defect. This was detected during a revision procedure to replace the right ventricle (rv) lead. The ra lead was replaced with a new one. No adverse effects to the patient were reported. Additional information: this report has been updated to include final analysis results.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. The lead was severed, and in two segments. Visual inspection found dried blood/(tissue) around the helix. Subsequent testing identified insulation damage near the terminal pin. Electrocautery damage was noted in the insulation. Environmental stress cracking was noted on the lead, and was observed to be cracked and torn through the outer poly insulation approximately 52mm from the terminal pin. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
This device is expected for return. This report will be updated upon completion of the investigation.

Event description:
It was reported during ongoing use, the right atrial (ra) lead had a noticeable insulation defect. This was detected during a revision procedure to replace the rv lead. No further information about replacement status available at this time. No adverse effects to the patient were reported. The lead is expected to be returned for analysis.